Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative on 2017-dec-18 reported that the cause was not yet determined. Follow-up interrogations would occur in one month. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal p ain. It was reported that there was a loss of therapy and stimulation sensation. Impedance testing at 3v showed all electrodes > 40000 ohms, except 11/13. Reprogramming was performed, and therapy was reestablished with use of electrodes 11/13. No further complications were reported/anticipated.